Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that there was no damage or defects with the sd scrwdrvr shft/t4 50/self-retain/hxc. The stardrive tip where the screw is retained does not present any signs of issue, there is no defect detected that could contribute to the complaint condition. A dimensional inspection was performed for the sd scrwdrvr shft/t4 50/self-retain/hxc and met specifications. A functional test was unable to be performed as the mating screws were not returned. The complaint condition was not able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the sd scrwdrvr shft/t4 50/self-retain/hxc was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: supplier- bachler feintech / monument. Manufacturing date: 13-dec-2021. Part number: 03.130.010, stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. Lot number: 97p6251 (non-sterile). Lot quantity: (B)(4). A non-conformance was initiated for one piece with an oversized flat width. The remainder of the lot was 100% inspected for this feature and determined to be conforming. The disposition of the nr was scrap quantity of one piece and release from hold the remaining ninety-nine pieces. One piece was scrapped in cell for an incorrect laser etch position. Six pieces were scrapped in cell for destructive testing. Fourteen pieces were scrapped in cell for unacceptable surface finish ¿ dings/scratches. Production order traveler met all inspection acceptance criteria apart from the twenty-two pieces noted. Inspection sheet, incoming inspection met all inspection acceptance criteria apart from the one piece dimensional and the fourteen piece cosmetic failures noted. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from bachler feintech was reviewed and determined to be conforming. Heat treat inspection certificate supplied to bachler from harterei schmid ag was reviewed and determined to be conforming. Inspection certificate supplied to bachler from l. Klein sa (for raw material) was reviewed and determined to be conforming. Certification of analysis supplied by ionbond was reviewed and determined to be conforming. Certificate of compliance supplied by general machine was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection of the product that would contribute to this complaint condition. Corrected data: d4 (UDI), h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on february 20, 2023 it was found that the t4 stardrive screwdriver did not properly retain screws in the va hand system. There was no patient involvement. This report involves one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d10 therapy date: (B)(6) 2023. E3: reporter is a j&j employee. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H6 medical device problem code (a27) used to capture reportable malfunction related to recall. H9 FDA correction/ removal reporting no.: (B)(4) was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.